Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when testing the sensitivity on the external pulse generator the "sense" did not capture pulse, and the unit constantly alternated between "pace" and "sense." The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the sense did not capture the pulse and that the unit alternated constantly between pace and sense. Analysis did find that the lower case was broken and the battery drawer damaged. (B)(4).

Event description:
It was reported that when testing the sensitivity on the external pulse generator the "sense" did not capture pulse, and the unit constantly alternated between "pace" and "sense." The generator was returned for service. There was no patient involvement.